Event description:
Since the surgery, I have had many problems because of the medtronic infuse, including pain, mental anguish, physical limitations, as well as required me to under go add'l surgeries.